Manufacturer narrative:
Follow-up #2 date of submission 07/08/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings: the battery cap was not returned. All testing performed with a test battery cap. Pump powers with the test battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery compartment intact. The contrast and up keys intermittently respond. The down and ok keys respond properly. The up key contact was misaligned. There was contamination under contrast and up key contacts. There were multiple eaw 177 low battery warnings and multiple eaw 128 replace battery alarms observed in black box. Evidence of short battery life observed in bb. Current draws are not within specifications; idle -90ma, sleep-20ma, load-210ma, rewind- 190ma. There was evidence of moisture contamination inside pump and on miscellaneous electrical components c12 and c7. Removed c12 and current values returned to within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.